Event description:
The customer reported that the 9900 system locked up with an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.